Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, it was reported by the spouse that the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. On (B)(6) 2024, at 9:00 am, the patient experienced diaphoresis and loss of consciousness for 10 minutes. The cgm was reading 180 mgdl and the blood glucose was not checked. The patient regained consciousness without mention of treatment. Later the same day at 1:30pm, the patient experienced loss of consciousness for 10 minutes again. The estimated glucose value (egv) was 141 mgdl and it was documented the patient had low glucose; however, a blood glucose value was not documented. The patient received carbohydrates from the spouse upon waking and recovered after treatment. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.